Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, moderately tortuous, and 80% stenosed lesion, resulting in the failure to advance and difficulty during removal. Additionally, it was reported that the wire was observed to have wrinkled polymer (material twisted / bent) after being removed from the anatomy. In this case, it is likely that manipulation of the wire, when resistance was met, contributed to the reported wrinkled. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. The ht bmw universal ii 190cm guide wire (gw) was attempted to advanced to the target lesion however, the gw failed to cross due to the anatomy; therefore, the gw was removed with resistance due to the anatomy. A second attempted was made to advance the gw, but the gw again met with resistance and was no able to be advanced. When the gw was removed from the patient the coating of the gw was noted to be wrinkled. Another gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.